Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the 78-year-old male patient admitted in with known ventricular tachycardia (vt) arrest and in need of an electrophysiology procedure with the support of a 5.5 pump. The delivery of the 5.5 was complicated by the damage to the native vasculature. The placement was aborted. The vessel was repaired and had blood loss that was treated by blood product infusion. The patient survived the procedure.

Manufacturer narrative:
The investigation of access site bleeding, delivery issues, vascular damage - great vessel, and product delivery issues has been completed. The impella device was not returned for evaluation. Delivery issue: as the 5.5 cannula was passing the anastomosis the artery was compromised and device was removed before making it to the subclavian. The root cause of the delivery issue was most likely use related, as the 5.5 cannula was passing the anastomosis the artery was compromised and device was removed before making it to the subclavian. Access site bleeding: the graft anastomosis separated and compromised the axillary artery ,bleeding. The root cause of the access site bleeding issue was most likely use related, the 5.5 cannula was going through the beveled graft and the artery was compromised. Vascular damage -great vessel: artery cross clamped and vessel repaired. The root cause of the vascular damage -great vessel issue was not determined since product was not returned and insufficient clinical details provided. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ h10 instruction for use were incomplete on the initial manufacturer device report number 1220648-2025-28175.